Event description:
It was reported that bd unknown adapter / connector was defective / damaged the patient was admitted to the hospital on (B)(6) 2024, and the nurse left the patient with a bd close-coupled IV needle for IV infusion therapy. On (B)(6) 2024, at 8:45 p.m., the nurse found that the heparin cap had been deformed when flushing the patient's indwelling needle, and that the cap bulged when flushing the saline, and the nurse immediately gave a replacement heparin cap without any adverse consequences.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Based on the limited information received from the customer, following multiple attempts the risk documentation could not be reviewed appropriately; based on the customer¿s description with no failure issue identified it is difficult to deduce a defect on which they are reporting and connect it to a failure mode in the risk management documentation. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
No additional information provided.